Event description:
It was reported that during a rotational atherectomy procedure, the surgeon was unable to remove the burr from artery. The surgeon cut the hub off and removed the guide wire leaving the burr and steerable wire in place. A guide wire was inserted and was able to remove all. There was no adverse outcome to the pt and pt status is listed as "okay".